Event description:
Related manufacturer reference number:2017865-2025-14281. It was reported that during implant procedure patient's leads exhibited loss of capture. The leads were not installed on lead on (B)(6) 2025. New lead was implanted on (B)(6) 2025. The patient was stable.